Event description:
It was reported that during set up for a procedure the cast cutter was overheating. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during set up for a procedure the cast cutter was overheating. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have worn bearings and widespread internal corrosion. The device was repaired and returned to the user facility.